Event description:
It was reported that when updating schedule from the work list server, the patient data procedure date is changed to 00/00/0000. This is causing these patients to be deleted first and information that was recorded during the procedure is not retrievable. No patients are physically harmed during this event, but, it can cause diagnostic information to be lost and the patient may be possibly exposed to additional radiation during a repeated procedure.